Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a database issue. A technical support specialist remoted into the station, shrank the database from 8500 to 7800, fixed the auto app not launching to resolve the issue. Customer verified that the station was operational. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had a fatal error. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.